Event description:
The lead exhibited an insulation issue noted on x-ray. Further review was recommended.

Manufacturer narrative:
Additional information received from representative indicates that the right atrial (ra) lead did not exhibited issues. The reported allegation was observed on right ventricular (rv) lead and it was already reported.

Event description:
Additional information received, and a supplemental report is being filed.